Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became damaged and pixelated, rendering the display difficult to read and prompting arrangement of a replacement device, while the user reported high blood glucose between late evening and midnight that reached above 400 mg/dl for approximately three hours and used lantus and a fast-acting insulin dose as backup therapy. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included no medical intervention, no hospitalization, and no reported long-term impact. Investigation included customer troubleshooting and education, coordination for device replacement, data sync guidance, and instructions for device shutdown and return. Investigation of this device revealed a damaged display component consistent with a screen malfunction on the handheld controller, with no evidence of additional device component failures. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical display failure with user backup therapy mitigating clinical risk.